Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to lock. A field service engineer reseated the cables and secure digital (sd) card, then rebooted both the refrigerator and the station. After resuming testing, the door operated correctly with no further issues noted. The user verified proper functionality by completing inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator was not locking. The customer attempted to reboot the station twice, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.